Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate therapy for sinus tachycardia. Programming changes were made. Phantom programming is suspected. Patient was stable after the event. Device remains implanted.